Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis pre-connect device was opened and not used. Another pre-connect device was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.